Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: dec 6, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the iol was received stuck to the handpiece inside of a baggy. Visual inspection of the suspect handpiece found that the plunger rod was fully advanced and bent at the tip. The cartridge tip was broken and cracked, and stress marks were observed, consistent with a used product. Ovd residue was found dispersed through the cartridge. Visual inspection of the iol found ovd residue on the surface. No further issues were identified and no further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The observed "cartridge damaged" is similar to the reported complaint issue. The complaint issue "delivery issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4/a5: information unknown/asked but not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was used on the patient, but lens was taken out as the cartridge had a piece of small plastic sticking out of it. New lens was implanted with no issues after. Through follow up, it was learned that package did not come damaged, however, the cartridge tip had a defect. The small plastic piece did not get into the eye as it is still attached to the cartridge tip. The lens was partially inserted and removed during the same procedure. There was no patient injury. There was no surgical intervention required. Another johnson & johnson lens (same model and diopter) was implanted as a replacement. The patient outcome was reported as no issues. No other information as provided.